Event description:
It was reported that externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
Analysis found internal insulation abrasions at 6.2cm to 6.6cm and 13.5cm to 15.9cm from the end of the distal tip. External abrasion was noted at 7.8cm to 8.2cm from the distal end, consistent with friction to another device. Etfe coatings under these areas were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.